Event description:
Customer reported an un-dosed test strips from device generated a result. Value was not provided. Customer stated the test strip ejected from the device and then the result appeared. No treatment. A request was made for return product and replacement product was sent.